Event description:
It was reported that during the procedure a piece of the screw bit broke off in the patients left shoulder. Md pulled out the broken piece. X-ray came to the room with c arm to get x-ray. Md confirmed that no pieces were let in the patients arm utilizing x-ray.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.